Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was bent during the procedure. A visual inspection was performed and showed the scope to have distal tip and fiber damage and the outertube is bent and scratched. No manufacturing related defects were observed. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope was bent during the procedure which might have caused complete loss of visibility. A backup device was available to complete the procedure with a short delay of less than 30 minutes. No patient impact was reported.